Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life) issue. The reporter stated that frequent low or replace battery alarms had been occurring more frequently than expected from multiple batteries and packs. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/30/2014 with the following findings: the pump powered on with the returned battery cap and was able to be fully tightened. The battery compartment was found to be intact. The black box dates were from (B)(6) 2014 to (B)(6) 2014 with evidence of a short battery life event observed. Multiple replace battery alarms and low battery warnings were observed in the alarm history. Product analysis was unable to duplicate the frequency of low battery warnings and replace battery alarms during testing. The current draws were within specifications. The pump case was removed for further investigation and there was no evidence of moisture or loose components found inside the pump. Unrelated to the initial complaint, the display was observed to be dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.